Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with impending erosion, and ulceration at the glands of the left cylinder was observed. Upon explant, an aneurysm was identified in the right cylinder; therefore, the cylinders were removed and replaced. Due to the anatomy of the patient, a 1.0 cm rte was explanted and replaced with a 1.5 cm on the right cylinder, and no rte was placed on the left cylinder. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion and ulceration are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with impending erosion, and ulceration at the glands of the left cylinder was observed. Upon explant, an aneurysm was identified in the right cylinder; therefore, the cylinders were removed and replaced. Due to the anatomy of the patient, a 1.0 cm rear tip extender (rte) was explanted and replaced with a 1.5 cm on the right cylinder, and no rte was placed on the left cylinder. No additional patient complications were reported.